Event description:
Pentax medical was made aware of an event that occurred in the (B)(6) region involving pentax eg16-k10 video gastroscope. The information provided indicated that the nozzle was clogging which was detected during the pre-procedure. There was no adverse event to the patient and/or user. The device was set to a (B)(6) service center and evaluated by a technician. There was no clogging in the nozzle opening, but there was something that seemed to be clogged in the jumpsuit pipe, a pipe, and the connection part. It is presumed to be due to the washing tribe.

Manufacturer narrative:
The device was sent to a (B)(6) service center and evaluated by a technician. There was no clogging in the nozzle opening, but there was something that seemed to be clogged in the jumpsuit pipe, a pipe, and the connection part. It is presumed to be due to the washing tribe. If additional information becomes available, a supplemental report will be filed with the new information.